Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.

Event description:
Additional information was received. No revision procedure is intended.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a revision took place. Poor pacing thresholds were noted upon attempting to reposition this lv lead. Stable pacing thresholds were found proximally however the physician elected to replaced this lv lead and use a competitor lead. The lv lead will not be returned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, this lead was dislodged. During a previous check approximately two months earlier, no issues were observed with the lead. Since the previous visit, the patient with this lead had a av node ablation. It was thought the dislodgement occurred during the ablation procedure. The device was programmed to right ventricular pacing only. No adverse patient effects were reported.